Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a politeal femoral bypass procedure on an unknown date in 2021 and suture was used. Thread pull off was noted after several passes to perform the anastomosis. No further information is available.